Event description:
It was reported in an article (breel, j., zuidema, x., schapendonk, j., lo, b., wille, f.f. Treatment of chronic post-surgical pain with dorsal root ganglion (drg) stimulation (10701). North american neuromodulation society 19th annual meeting. 2015. 65.) That 7 patients with dorsal root ganglion (drg) stimulation for chronic post? Surgical neuropathic pain did not report greater than 50% pain relief after six months of treatment. Less than 3 patients with drg stimulation for chronic post-surgical neuropathic pain did not report pain relief in the areas of their normal pain after six months of treatment. Less than 8 patients with drg stimulation for chronic post-surgical neuropathic pain did not report paresthesias in their area of normal pain while using their stimulation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)